Event description:
The below information was received by the company: on (B)(6) 2021 a revision surgery to move the control pin to neutral position. On (B)(6) 2022 an elective surgery was done to remove the implant. During the second revision surgery when removed the implant the pole component was separate from the base , the demonstrate the retrieval implant demonstrate on pole breakage.

Manufacturer narrative:
Investigation - production process analysis- a review of the DHR demonstrated that the mid-c system was manufactured, tested, and released according to specification. Explanted implant evaluation: the picture of the explanted implants indicates on implant breakage. Risk assessment: (B)(4). The risk of the broken rod has been assessed and found to be acceptable (dms#777 rev q1 hazard ID 1.8) the risk of mid-c system surgical instruments (accessories) does not function properly has been assessed and found to be acceptable (dms#777 rev q1 hazard ID 13.2) this complaint does not change the probability rate.